Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B3: date of event - estimated as (B)(6) 2024, as the date of event was noted as (B)(6) 2024.

Event description:
It was reported via user facility medsun (B)(4) that the farapulse catheter tip became disconnected from the cable. During a pulse field ablation procedure, a farawave catheter was selected for use. One of the arms on the farapulse catheter tip became disconnected from the cable; however, this disconnection did not occur while inside the patient. No further complications were reported. The farawave catheter is not expected to be returned.